Event description:
It was reported that a stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00x16mm promus element plus stent delivery system (sds) was then advanced to the rca and would not cross the lesion. When the physician withdrew the device, it was noted that the stent has a damage which has resemblance of a wire at the end of the stent. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).